Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A device history record (DHR) could not be conducted since the lot number was not provided.

Event description:
The complaint was reported as: the reservoir bag did not inflate with the oxygen flow at 10l/m thus, the user increased the flow to 15l/mm yet is still did not inflate. Alleged defect discovered prior to patient use. No report of patient injury.